Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported hypotension. Hypotension is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatment was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(UDI#): in the absence of a reported part number, the UDI number cannot be calculated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Article titled: mitraclip; how do anesthetists get involved with percutaneous mitral valve repair system? Perioperative management of mitraclip; consider mechanical circulatory support in patients with severe heart failure.

Event description:
It was reported that this was a mitraclip procedure to treat mitral regurgitation. The patient was a (B)(6) man with severe heart failure, which was barely adapted to mitraclip. The procedure was performed in a hybrid operating room that can use the echo-navigation system. Anesthesia was successfully introduced and the procedure proceeded as planned, but the patient became hypotensive and urgently introduced circulatory support. The postoperative course was uneventful. Details are listed in the article, mitraclip; how do anesthetists get involved with percutaneous mitral valve repair system? Perioperative management of mitraclip; consider mechanical circulatory support in patients with severe heart failure. No additional information was provided.